Manufacturer narrative:
The event of lead migration was reported to abbott. It was suspected patient was a twiddler. Lead had pulled out of ipg header and leads were twisted; entire system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer related report numbers: 3006705815-2021-04185, 3006705815-2021-04186. It was reported during a lead revision on (B)(6) 2021 it was observed one of the patient's leads were pulled out from the ipg. The leads were also very twisted when the physician pulled them out. There was suspicion that the patient fiddled with the ipg.